Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age and gender unknown), the defibrillator failed to discharge. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. During evaluation the device was observed to have damage consistent with impact outside normal use. Based on damage observed both internally and externally, the investigation was closed as damage outside the specification of the device. The customer declined repair, therefore the device will be returned to the customer labeled not for clinical use. Analysis for reports of this type has not identified an increase in trend.